Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent high out of range right ventricular (rv) lead impedances above 3000 ohms for the last year. There was no noise observed. Technical services (ts) was consulted to check if it was possible to perform a magnetic resonance imaging (MRI); however, further guidance was provided to consult with the physician. This device remains in-service at this time. No adverse patient events were reported. Additional information was received stating that further evaluation had been conducted. High out of range pacing impedances with values greater than 3000ohms to 800ohms were noted in the stored data; however, impedances were noted to be stable during in clinic evaluation along with thresholds and sensing. Furthermore, no noise was reproduced. This device remains in-service at this time. No adverse patient events were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent high out of range right ventricular (rv) lead impedances above 3000 ohms for the last year. There was no noise observed. Technical services (ts) was consulted to check if it was possible to perform a magnetic resonance imaging (MRI); however, further guidance was provided to consult with the physician. This device remains in-service at this time. No adverse patient events were reported. Additional information was received stating that further evaluation had been conducted. High out of range pacing impedances with values greater than 3000ohms to 800ohms were noted in the stored data; however, impedances were noted to be stable during in clinic evaluation along with thresholds and sensing. Furthermore, no noise was reproduced. This device remains in-service at this time. No adverse patient events were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent high out of range right ventricular (rv) lead impedances above 3000 ohms for the last year. There was no noise observed. Technical services (ts) was consulted to check if it was possible to perform a magnetic resonance imaging (MRI); however, further guidance was provided to consult with the physician. This device remains in-service at this time. No adverse patient events were reported.